Event description:
It was reported that a progav shunt system (#fv414t) was implanted. According to the complainant, an infection was diagnosed. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, but no significant deformations or damage were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav operates within the accepted tolerance in the horizontal position. The shuntassistant does not operate within the specified tolerances in the vertical position. An accelerated outflow of shuntassistant could be determined. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in shuntassistant. Results: a review of the product data revealed no deviations in manufacturing or sterilization. Shunt infections are a common and serious complication of shunt treatment. These can have various causes and are difficult to trace retrospectively. In addition to the traceability review, we examined the returned products for compliance with their specifications. During the investigation of the progav valve, visible organic deposits were detected. These deposits did not affect the technical properties at the time of the investigation. Furthermore, an accelerated flow rate was measured in the shuntassistant. The deposits visible in the valve can be cited as the cause of the change in flow rate. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.